Event description:
Patient reported a rash and skin irritation under the mass of the device due to the product not adhering properly. The patient also noted using a latex adhesive as well as tape due to properly secure the device. The end user subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Brand name: sur-fit natura stomahesive flexible skin barrier w/flange w/o tape collar & cut-to-fit opening (overall dimension 6 x 6).